Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level went as high as 900 mg/dl. Customer treated their high blood glucose level via insulin pump. Customer was hospitalized and declined to give further information. Customer had a no delivery alarm and they changed out their infusion set.